Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. Additionally, there were high thresholds. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.